Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing. The icm was reprogrammed, will be monitored and remains in use. It was noted that no episodes have been recorded and that the patient has had no symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.